Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and the cause was not known. Ketone level was large. A temporary basal rate was set, infusion set site was changed, pump boluses delivered and syringe boluses administered in an attempt to address elevated bg. As bg did not lower, the customer was taken to the emergency room and admitted to the hospital on (B)(6) 2018. The customer was treated with fluids and insulin injections. Elevated bg was resolved and the customer was discharged on (B)(6) 2018. A pump system check was performed and no device issues were identified. The customer had reverted to using manual injections and reportedly resumed pump therapy on (B)(6) 2018.